Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low-profile port attached to a groshong catheter were returned for evaluation. Functional, gross visual and microscopic evaluations were performed. Multiple punctures were observed on the port septum. Mushrooming of the catheter was noted between the port body and cath-lock. The kink at approximately 8.1cm from the distal end of the cath-lock was observed to be a kink that did not penetrate through to the inner catheter. Based on the sample evaluation the investigation is confirmed for catheter damage issue, as a circumferential split was noted approximately 6.2cm from the distal end of the cath-lock. Although the sample was provided for evaluation, two electronic photos were provided for review. Redness along the catheter portion was identified during the photo review. One medical image was provided for review. Based on the image review the reported catheter damage is inconclusive, as no contrast is seen to help in the identification of a breakage, possible kink and leak through the image. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 1057 days post port placement, the patient allegedly felt pain while flushing with saline solution prior to chemotherapy. It was further reported that 549 days post port placement redness was observed. The port system was removed post three days after pain was felt and placed with another port. Reportedly there was an alleged catheter break when it was removed. The patient status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation; however, image and photo were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that 1057 days post port placement, the patient allegedly felt pain while flushing with saline solution prior to chemotherapy. It was further reported that 549 days post port placement redness was observed. The port system was removed post three days after pain was felt and placed with another port. Reportedly there was an alleged catheter break when it was removed. The patient status is unknown.